Event description:
The customer reported the device had a leak from the oxygen regulator. As the device was out of warranty, there was no request for manufacturers service. The customer replaced the oxygen regulator to complete the service.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Manufacturer narrative:
Results: evaluation / service pending.

Event description:
The international customer reported pressure was not building up during operation. The customer reported the device was in use on a patient and there wa no patient harm. Evaluation of the device for service is pending.